Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. The pump was monitored for 1 day. No blank display noted. The pump responded properly to button presses. No keypad unresponsive anomaly noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No damage noted on the belt clip rails. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, faded serial number label, pillowing keypad overlay and stained keypad overlay. Perform the history review 1 week prior to the event date 30-oct-2025 in the pump history file and found 2 sensor error alerts on 10/24/2025, 1 lowbatteryalert (104) on 10/27/2025 04:19:00.000, and 1 sensor error alert on 10/28/2025. Earliest power data available per the power management tool/detail trace file is on 11/10/2025 10:50:57 pm. There was no power data available for the date of 10/27/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the required tests. Damage- belt clip damage or missing not confirmed at the back of the pump. Damage- cracked case battery tube confirmed at the back of the pump. Display anomaly-blank display not confirmed. Activation-keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump, received a blank screen, and the buttons were unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage and the customer reported damage to the belt clip rails and battery tube side. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.